Event description:
It was reported that the patient underwent plif w/ cage implantation, titanium rod system with peek cages, rhbmp-2/acs, and mastergraft matrix at l4-5, l5, s1. It was reported that the patient developed unanticipated bone growth, nerve damage, and chronic pain radiating into her legs.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2008 the patient presented with severe back and leg pain and the preoperative diagnosis of spondylolisthesis l4-5 and spondylosis at l5-s1. The patient underwent surgery that consisted posterolateral spinal fusion at l4-5 and l5-s1; inner body fusion thorough posterior approach at l4-5 and l5-s1; pedicle screw instrumentation l4. L5, and s1; and cage implantation at l4-5 and l5-s1. Per the operative report ¿¿ then I put in a 9 crescent cage, small length one with a half piece of infuse inside the cage and then I packed in another half of the infuse deep and away from the laminotomy hole. Then I packed in a quarter piece of the mastegraft matrix and tapped this into position into the disc space at the l5-s1 I used a similar technique to clean out the disc space and I put in a 8-cage here with a half piece of infuse in the cage and half piece of mastergraft matrix¿then we decorticated the transverse process of l4 and l5 and the sacral ala bilaterally, packed in local autograft bone. Then I used a mastergraft matrix that were wrapped with two pieces of infuse and placed it dorsal to the local autograft bone in the posterolateral gutter¿¿ note should be made that during the surgery heavy amounts of scarring was present at the lateral recesses of l4-5 and especially a lot of scar that was adherent to the right side thecal sac below the take off of the l4 nerve root that was divided up to free up the l5 nerve root on the right side. No patient complications were noted. On (B)(6) 2008 the patient received one unit of blood. On (B)(6) 2008 the patient continued to have blood loss anemia and received another two units of red blood cells. On (B)(6) 2008 the patient presented pain and difficulty mobilizing and was transferred to a subacute rehab facility. On (B)(6) 2010 the patient presented with cervical, thoracic, and lumbar back pain and knee pain described as a constant, tingling, deep ache and increasing with laying down, sitting for long periods, and when it¿s raining. The patient said the pain started 6 years prior and had been horrible the last past week. The patient also presented bilateral greater trochanteric bursitis. On (B)(6) 2010 the patient presented back pain with the preoperative diagnosis of lumbar facets syndrome and underwent left or right lumbar medial block injection at levels l3, l4 and l5. On (B)(6) 2010 the patient presented pain in back and bilateral hands. The patient was positive for thoracic and lumbar spine tenderness with paraspinous muscle spasms. On (B)(6) 2010 the patient presented dysfunction of the sacral region and radiculopathy and received and bilateral sacroiliac joint steroid injection. On (B)(6) 2010 the patient presented with thoracic spine pain and received a left/right (alternate dates) thoracic medial branch block injections at t6, t7, and t8. On (B)(6) 2010 the patient presented with mid and low back pain and complained that it had worsened since last visit. On (B)(6) 2010 the patient presented with mid and low back pain and received left thoracic and trapezius trigger point injections. On (B)(6) 2010 the patient presented lumbar facet syndrome and underwent left/ right (alternate date) and underwent lumbar radio frequency ablation l3, l4, l5. On (B)(6) 2010 the patient presented with mid and low back pain. On (B)(6) 2010 the patient presented with mid to low back pain. On (B)(6) 2010 the patient complained of neck, back left knee pain; and constipation. The patient reported getting less than 4 hours of sleep a night. On (B)(6) 2012 the patient presented with pain in the lower back and left leg. The patient underwent a lumbar spine CT which demonstrated multi level lumbar spondylosis and foraminal stenosis with mild disc bulging on multiple levels and vacuum disk phenomenon noted in l3/4 intervertebral disk. The patient underwent lumbar medial blocks levels 3, 4, 5 left and right and IV infusion. On (B)(6) 2012 the patient presented back pain with the preoperative diagnosis of lumbar spondylosis syndrome and underwent left or right lumbar medial block injection at levels l3, l4 and l5. On (B)(6) 2012 the patient presented with pain in the lower back and left leg; decreased lumbar rom; lumbar spine tenderness with paraspinous muscle spasms. The patient received an IV infusion of lidocaine/magnesium/ toradol and a cyanocobalamin intramuscular inj ection. On (B)(6) 2012 the patient presented with lower back pain and underwent left lumbar radio frequency ablation l3-4, l4-5 and l5-s1. On (B)(6) 2012 the patient presented with lower back pain and underwent right lumbar radio frequency ablation l3-4, l4-5 and l5-s1. On (B)(6) 2012 the patient complained of pain located in the neck and radiating down both arms, lower back, both legs, and right hip. The pain was described as burning and aching. The patient also reported that their function level was poor ; were only getting an average of 3 hours sleep a night; and were feeling depressed. They were positive for cervical, thoracic, and lumbar spine tenderness with paraspinous muscle spasms; bilateral facet loading signs; and decreased rom. The patient underwent IV infusion therapy. On (B)(6) 2012 the patient complained of pain in the upper spine, neck, shoulders, lower back, hips, and legs. The pain was described as intermittent and knife like. On (B)(6) 2012 the patient complained of pain in back, shoulders, hips, and legs. On (B)(6) 2012 the patient complained of pain in the neck and back which was dull and aching. On (B)(6) 2012 the patient presented with low back pain and the preoperative diagnosis of lumbosacral spondylosis and received right then left (alternate dates) lumbar medial branch injection l3, l4 and l5. On (B)(6) 2012 the patient complained of aching pain located on the left side of the lower back and feelings of depression. On (B)(6) 2012 the patient complained of aching pain located on the right side of the lower back, arms, and legs which was tingling, constant and sharp. On (B)(6) 2012 the patient complained of lower back pain radiating into the right leg and feeling depressed. A 3 view lumbar spine x-ray was taken which demonstrated post operative changes of a bilateral rod and screw fixations at l2-3 and l3-4 with diskectomies and laminectomies. There is mild anterolisthesis of l4 on l5. The hardware appears intact and properly seated; degenerative disk disease with disk space narrowing and vacuum disk at l3-4. Developing osteophyte; otherwise normal vertebral body alignment and spacing. On (B)(6) 2012 the patient presented low back pain and underwent a right sacroiliac intra-articular steroid injection. On (B)(6) 1012 the patient complained of pain in the back, shoulders, neck, and middle back. Mild degenerative changes on both hips. Calcified pelvic phleboliths. On (B)(6) 2012 the patient presented with pain in the lower back, described as intermittent. On (B)(6) 2013 the patient complained of aching pain in the neck, left shoulder, and both knees. The patient was positive for left shoulder tenderness with limited rom and knee tenderness. On (B)(6) 2013 the patient underwent a knee CT which demonstrated symmetric bilateral tricompartment osteoarthritis, joint space narrowing and small baker¿s cysts. On (B)(6) 2013 the patient presented with headaches, poor sleep, pain in the lower back described as intermittent and knife-life; tenderness in the lumbar spine paraspinous muscle with spasm and bilateral facet loading sign. The patient underwent right lumbar medial block injection at levels l3, l4 and l5. On (B)(6) 2013 the presented with lumbosacral spondylosis and lumbago the patient underwent left lumbar medial block injection at levels l3, l4 and l5. On (B)(6) 2013 the patient presented with pain in the lower back described as intermittent and knife-life; decreased rom in the lumbar spine; and tenderness in the lumbar spine paraspinous muscle with spasm and bilateral facet loading sign. The patient received IV therapy. On (B)(6) 2013 the patient presented with the preoperative diagnosis of lumbosacral spondylosis and lumbago. The patient underwent right lumbar radio frequency ablation l3-3, l4-5, and l5-s1. On (B)(6) 2013 the patient presented with the preoperative diagnosis of lumbosacral spondylosis and lumbago. The patient underwent left lumbar facet medial block injection at l2, l3, l4, and l5. On (B)(6) 2013 the patient complained of constant throbbing lower back pain and bilateral knee tenderness. (B)(6) 2013 the patient complained of right shoulder, low back and bilateral knee pain described as dull, aching, throbbing, and knife like. The patient also reported depression. The patient was positive for the lumbar spine paraspinous muscle with spasm and bilateral facet loading signs. The patient underwent a lumbar spine mr which demonstrated postoperative changes at l4-s1; factors contributing to mild acquired spinal stenosis at l3-4 above the fused level with bilateral foraminal stenosis; and mild infraumbilical hernia. The patient received a caudal epidural injection. On (B)(6) 2013 the patient presented with dull pain in the lower back, both knees and left shoulder.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2008 patient underwent chest x-ray which revealed chest x-ray without acute process. On (B)(6) 2008 the patient presented with severe back and leg pain. Pre-op diagnoses were: 1. Lumbar stenosis at l4-5 and l5-s1. 2. Spondylolisthesis at l4-5. 3. Spondylosis at l5-s1. Patient underwent following procedures: 1. Decompressive lumbar laminectomy of l4-5 and l5-s1. 2. Posterolateral spinal fusion at l4-5 and l5-s1. 3. Inner body fusion through posterior approach at l4-5 and l5-s1. 4. Pedicle screw instrumentation l4, l5, s1. 5. Cage implantation at l4-5 and l5-s1. Per op notes, at l4-5 level a 9-crescent cage, small length one with a half piece of infuse inside the cage was put in and then another half piece of infuse was packed in deep and away from the laminotomy hole. Then half of a quarter piece of the mastergraft matrix was packed in and this was tapped into position into the disc space. At the l5-s1 level similar technique was used to clean out the disc space and an 8-cage here with a half piece of infuse in the cage and half piece of infuse deep and toward the right side was put in and half of the quarter piece of mas tergraft matrix was packed. The transverse processes of l4 and l5 and the sacral ala were decorticated bilaterally, local autograft bone was packed in. Mastergraft matrix wrapped with two pieces of infuse was used and was placed dorsal to the local autograft bone in the posterolateral gutter. Pedicle screws at l4, l5 and s1 were put in bilaterally and were connected with a rod and final tightening was performed. No complications were reported. On (B)(6) 2008 patient was discharged with discharge diagnosis of lumbar stenosis. On (B)(6) 2010 patient presented with bilateral knee pain, back pain. Patient described pain as constant, tingling, and a deep ache. Doctor's assessment: bilateral knee pain, bilateral greater trochanteric bursitis cervical, lumbar, and thoracic pain, lumbago, rule out lumbar fusion, lumbar radiculitis, cervicalgia. On (B)(6) 2010, (B)(6) 2010 patient presented with pain, back and bilateral knees. Pre-op diagnoses were lumbago, thoracic spine pain, lumbar facet syndrome. Patient underwent left lumbar medial branch block injection under fluoroscopy, at levels, l3, l4, l5. No complications were reported. On (B)(6) 2010 patient presented with pain in back and bilateral hands. Doctor's impression after review was lumbar disc disorder. Assessment: lumbago status post left lumbar medial branch block with good relief, knee pain, and thoracic pain. On (B)(6) 2010 patient presented with lower back pain. Pre-op diagnosis was lumbar facets syndrome. Patient underwent right lumbar medial branch block injection under fluoroscopy, at levels, l3, l4, l5. No complications were reported. Assessments: lumbosacral spondylosis, lumbago. On (B)(6) 2010 patient presented with mid back pain and low back pain. Patient's pain was located in the back and bilateral hands. Patient was having difficulty sleeping. Physical exam related to palpation revealed positive for thoracic and lumbar spine tenderness with paraspinous muscle spasms. Doctor's impression: thoracic/lumbar pain, right thumb trigger finger, bilateral sacriolac joint pain, lumbago, pain in limb. Patient also underwent right thumb injection due to right thumb pain. No complications reported. Assessment was pain in joint hand. On (B)(6) 2010 patient presented with dysfunction, sacral region and lumbar radiculopathy. Patient underwent bilateral sacroiliac in traarticular joint steroid injection under fluoroscopy. No complications reported. On (B)(6) 2010 patient presented with pre-op diagnosis of thoracic facet syndrome. The patient underwent right thoracic medial branch block injection under fluoroscopy at level: t6, t7, t8. No complications were reported. Assessment: thoracic spondylosis wo myelopathy and pain in thoracic spine. On (B)(6) 2010 patient presented with mid and low back. Physical exam related to palpation revealed positive for thoracic and lumbar spine tenderness. Impression: lumbar disc disorder. Doctor's assessment was thoracic pain status post right thoracic medial branch block with good relief, lumbar pain, bilateral feet pain and lumbosacral spondylosis. On (B)(6) 2012, (B)(6) 2010 patient presented with thoracic spine pain, mid back pain. Pre-op diagnosis: thoracic facet syndrome. Patient underwent left thoracic medial branch block injection under fluoroscopy, at levels: t6, t7, t8. No complications were reported. On (B)(6) 2010, (B)(6) 2010, (B)(6) 2010, (B)(6) 2010, (B)(6) 2010 patient presented with mid and low back pain. Physical exam related to palpation revealed positive for thoracic and lumbar spine tenderness. Impression: lumbar disc disorder. Doctor's assessment was thoracic pain status post right thoracic medial branch block with good relief, lumbar pain, bilateral feet pain and lumbosacral spondylosis, lumbar arthropathy. On (B)(6) 2010 patient presented with right shoulder pain. Pre-op diagnosis: shoulder pain. Patient underwent IV lidocaine/magnesium /toradol infusion and cyanocobalamin intramuscular injection. No complications were reported. On (B)(6) 2010 patient presented with thoracic spine pain.pre-op diagnosis: thoracic facet syndrome. Patient underwent right thoracic medial branch block injection under fluoroscopy, at levels: t6, t7, t8. No complications were reported. On (B)(6) 2010 patient presented with thoracic spine pain. Pre-op diagnosis: thoracic facet syndrome. Patient underwent right thoracic radio frequency ablation under fluoroscopy, at levels: t6, t7, t8. No complications were reported. On (B)(6) 2010 patient presented with thoracic spine pain. Pre-op diagnosis: thoracic facet syndrome. Patient underwent left thoracic radio frequency ablation under fluoroscopy, at levels: t6, t7, t8. No complications were reported. On (B)(6) 2010 patient presented with thoracic pain. Patient underwent left thoracic trigger point injection and left trapezius trigger point injection. No complications were reported. On (B)(6) 2010 patient presented with lower back pain. Pre-op diagnosis was lumbar facet syndrome. Patient underwent left lumbar medial branch block injection under fluoroscopy, at levels, l3, l4, l5. No complications were reported. On (B)(6) 2010 patient presented with lower back pain. Pre-op diagnosis was lumbar facet syndrome. Patient underwent right lumbar medial branch block injection under fluoroscopy, at levels, l3, l4, l5. No complications were reported. On (B)(6) 2010 patient presented with low back pain. Pre-op diagnosis: lumbar facet syndrome. Patient underwent left lumbar radio frequency ablation under fluoroscopy, at levels: l3, l4, l5. No complications were reported. On (B)(6) 2010 patient presented with low back pain. Pre-op diagnosis: lumbar facet syndrome. Patient underwent right lumbar radio frequency ablation under fluoroscopy, at levels: l3, l4, l5. No complications were reported. On (B)(6) 2010, (B)(6) 2010 patient presented with mid, low back pain. Pre-op diagnosis: lumbago, thoracic spine pain. Patient underwent IV lidocaine/magnesium/toradol infusion and cyanocobalamin intramuscular injection. No complications were reported. On (B)(6) 2010, (B)(6) 2010, (B)(6) 2010, (B)(6) 2010, (B)(6) 2010, (B)(6) 2010, (B)(6) 2010, (B)(6) 2010, (B)(6) 2010, (B)(6) 2010, (B)(6) 2010 patient presented with upper, mid and low back pain, neck pain. Physical exam related to palpation revealed positive for cervical, thoracic and lumbar spine tenderness. Impression: lumbar disc disorder. Doctor's assessments were cervicalgia/facet arthropathy, thoracic pain, lumbosacral spondylosis, cervical spondylosis wo myelopathy, cervicogenic headaches. On (B)(6) 2010, (B)(6) 2010 patient presented with left neck pain. Pre-op diagnosis was cervical facet syndrome. Patient underwent left cervical medial branch block injection under fluoroscopy, at levels: c5, c6, c7. No complications were reported. On (B)(6) 2010 patient presented with neck pain. Pre-op diagnosis: cervical arthropathy, cervicalgia. Patient underwent left cervical radio frequency ablation under fluoroscopy, at levels: c5, c6, c7. No complications were reported. On (B)(6) 2010 patient presented withneck pain. Pre-op diagnosis was cervical facet syndrome, cervicalgia. Patient underwent right cervical medial branch block injection under fluoroscopy, at levels: c2, c3, c4. No complications were reported. On (B)(6) 2010 patient presented with neck pain. Pre-op diagnosis was cervical facet syndrome, cervicalgia. Patient underwent IV- li docaine/magnesium/magnesium infusion and cyanocobalaminintramuscular injection. No complications were reported. On (B)(6) 2010 patient presented with neck pain. Pre-op diagnosis was cervical facet syndrome. Patient underwent left cervical medial branch block injection under fluoroscopy, at levels: c2, c3, c4. No complications were reported. On (B)(6) 2012 patient presented with pain in the lower back and left leg. Patient described current pain as aching, burning, continuous and intermittent. Lumbar spine review revealed positive for lumbar spine tenderness with paraspinousmuscle spasms and bilateral facet loading signs. Assessment: cervicalgia, lumbar facet arthropathy, lumbar degenerative disc disease, left lumbar radiculopathy, cervical spondylosis wo myelopathy, lumbosacral spondylosis, uns thoracic/lumb neuritis/radicul, cervicalgia, lumbago. Patient underwent CT for lumbosacral spine without contrast due to low back pain. Impression: 1. Multilevel lumbar spondylosis described above. 2. Postoperative changes noted. Osseous alignment is maintained. On (B)(6) 2012 patient presented with lower back pain. Pre-op diagnosis was lumbar spondylosis. Patient underwent right lumbar medial branch block injection under fluoroscopy, at levels, l3, l4, l5. No complications were reported. On (B)(6) 2012 patient presented with lower back pain. Pre-op diagnosis was lumbar spondylosis. Patient underwent left lumbar medial branch block injection under fluoroscopy, at levels, l3, l4, l5. No complications were reported. On (B)(6) 2012 patient presented with pain in the lower back and left leg. Lumbar spine review revealed positive for lumbar spine tenderness with paraspinous muscle spasms and bilateral facet loading signs. Assessment: lumbar spondylosis status post lumbar medial branch blocks with greater than 60% pain relief, lumbosacral spondylosis. On (B)(6) 2012 patient presented with low back pain. Pre-op diagnosis: lumbar spondylosis. Patient underwent left lumbar radio frequency ablation under fluoroscopy, at levels: l3-4, l4-5, l5-s1. No complications were reported. On (B)(6) 2012 patient presented with low back pain. Pre-op diagnosis: lumbar spondylosis. Patient underwent right lumbar radio frequency ablation under fluoroscopy, at levels: l3-4, l4-5, l5-s1. No complications were reported. On (B)(6) 2012 patient presented with lower back pain. Assessment: status post bilateral lumbar radio frequency ablations with excellent (100%) pain relief, lumbago, lumbar degenerative disc disease, lumbosacral spondylosis. On (B)(6) 2012 patient presented with pain in the neck and the pain radiating down to arms, lower back and the pain radiating down to both legs, and right hip. Patient described current pain as aching, and burning. Physical exam revealed positive for cervical & thoracic spine tenderness with paraspinous muscle spasms and bilateral facet loading signs. Assessment: cervical radiculopathy, thoracic spondylosis, lumbar spondylosis, cervical spondylosis wo myelopathy, brachial neuritis/radiculitis nos, cervicalgia. On (B)(6) 2012, (B)(6) 2012, (B)(6) 2012, (B)(6) 2012 patient presented with pain located in the upper spine, neck, shoulders, lower back, hips andlegs. Patient describes current pain as intermittent and knife like. Assessment: cervical radiculopathy, thoracic spondylosis, lumbar spondylosis, cervical spondylosis wo myelopathy, brachial neuritis/radiculitis nos, cervicalgia, thoracic spondylosis wo myelopathy, lumbosacral spondylosis. On (B)(6) 2012 patient presented with neck pain. Pre-op diagnosis was cervical spondylosis, cervicalgia. Patient underwent right cervical medial branch block injection under fluoroscopy, at levels: c5, c6, c7. No complications were reported. On (B)(6) 2012 patient presented with neck pain. Pre-op diagnosis was cervical spondylosis, cervicalgia. Patient underwent left cervical medial branch block injection under fluoroscopy, at levels: c5, c6, c7. No complications were reported. On (B)(6) 2012 patient presented with neck pain. Pre-op diagnosis: cervical spondylosis, cervicalgia. Patient underwent left cervical radio frequency ablation under fluoroscopy, at levels: c5-6, c6-7, c7-t1. No complications were reported. On (B)(6) 2012 patient presented with neck pain. Patient described current pain as dull aching. Pre-op diagnosis: cervical spondylosis, cervicalgia. Patient underwent IV lidocaine/magnesium/toradol infusion and cyanocobalamin push. No complications were reported on (B)(6) 2012 patient presented with neck pain. Pre-op diagnosis: cervical spondylosis, cervicalgia. Patient underwent right cervical radio frequency ablation under fluoroscopy, at levels: c5-6, c6-7, c7-t1. No complications were reported. On (B)(6) 2012 patient presented with lower back pain. Pre-op diagnosis was lumbosacral spondylosis, lumbago. Patient underwent right lumbar medial branch block injection under fluoroscopy, at levels, l3, l4, l5. No complications were reported. On (B)(6) 2012 patient presented with lower back pain. Pre-op diagnosis was lumbosacral spondylosis, lumbago. Patient underwent left lumbar medial branch block injection under fluoroscopy, at levels, l3, l4, l5. No complications were reported. On (B)(6) 2012 patient presented with pain located in the left side of lower back. Patient described current pain as aching. Lumbar spine examination revealed positive for lumbar spine tenderness with paraspinous muscle spasms and bilateral facet loading signs. Assessment: lumbago, lumbar spondylosis, status post of bilateral lumbar medial branch blocks 3,4,5 and states 75% relief from the blocks, lumbosacral spondylosis. On (B)(6) 2012 patient presented with low back pain. Pre-op diagnosis: lumbosacral spondylosis, lumbago. Patient underwent right lumbar radio frequency ablation under fluoroscopy, at levels: l3-4, l4-5, l5-s1. No complications were reported. On (B)(6) 2012 patient presented with low back pain. Pre-op diagnosis: lumbosacral spondylosis, lumbago. Patient underwent left lumbar radio frequency ablation under fluoroscopy, at levels: l3-4, l4-5, l5-s1. No complications were reported. On (B)(6) 2012 patient presented with pain located in the right side of the lower back, arms and legs. Patient describes current pain as tingling, constant and sharp. Lumbar spine examination revealed positive for lumbar spine tenderness with paraspinous muscle spasms and bilateral facet loading signs. Patient underwent schedule IV-push. Assessment: lumbago, lumbar spondylosis, status post of bilateral lumbar radio frequency ablation with at least 80% pain relief, lumbosacral spondylosis. On (B)(6) 2012 patient presented with pain located in the lower back radiating into the right leg. Patient describes current pain as tingling and sharp. Lumbar spine examination revealed positive for lumbar spine tenderness with paraspinous muscle spasms and bilateral facet loading signs. Assessment: lumbago, lumbar spondylosis, lumbar radiculopathy, thoracic spine pain, thoracic spondylosis, cervicalgia, cervical spondylosis, lumbosacral spondylosis. Patient underwent x-ray of lumbar spine due to low back pain. Impression: 1. Lumbar fusion, discectomies, and laminectomies at 14-5 and l5-s1. 2. Mild degenerative disc disease at l3-4. On (B)(6) 2012 patient presented with low back pain. Pre-op diagnosis: sacroiliitis. Patient underwent right sacroiliac intraarticular joint steroid injection under fluoroscopy. No complications were reported. On (B)(6) 2012 patient presented with pain located in the back, shoulders, neck and middle of back. Patient described current pain as intermittent. Lumbar spine examination revealed positive for lumbar spine tenderness with paraspinous muscle spasms and bilateral facet loading signs. Assessment: sacroiliac joint dysfunction, lumbago, lumbar spondylosis, status post patient states from the si joint injection states 75% relief from the procedure, lumbosacral spondylosis. On (B)(6) 2012 patient presented with pain located in the lower back. Patient described current pain as intermittent. Lumbar spine examination revealed positive for lumbar spine tenderness with paraspinous muscle spasms and bilateral facet loading signs. Assessment: bilateral greater trochanteric bursitis, lumbar spondylosis, cervical spondylosis wo myelopathy. On (B)(6) 2013, (B)(6) 2013, (B)(6) 2013, (B)(6) 2013, (B)(6) 2013 patient presented with pain located in the neck, left shoulder, and both knees. Patient described current pain as aching. Physical exam revealed positive for left shoulder and bilateral knee tenderness. Assessment: cervicalgia, cervical spondylosis wo myelopathy, bilateral knee pain, left shoulder pain. On (B)(6) 2013 patient underwent CT left shoulder without contrast due to left shoulder pain. Impression: no significant osseous abnormality of the left glenohumeral joint. Moderate left acromioclavicular osteoarthritis. Patient also underwent CT bilateral knees without contrast due to pain. Impression: 1. Symmetric bilateral tricompartment osteoarthritis. This is most pronounced in the bilateral medial compartments where there is moderate to severe joint space narrowing. 2. Small bilateral baker's cysts. Patient also underwent CT neck without contrast due to pain. Impression: suboptimal examination without intravenous contrast. 1. Patent airway. 2. No pathologically enlarged lymph nodes in the neck seen. 3. Crowding of the foramen magnum suggesting at least cerebellar tonsillar ectopia. This is probably congenital but could be further assessed with MRI if clinically indicated. On (B)(6) 2013 patient presented with right knee pain. Pre-op diagnosis was pain in joint, right knee. Patient underwent right knee intraarticular joint steroid injection. No complications were reported. On (B)(6) 2013 patient underwent CT cervical spine without contrast due to neck pain. Impression: 1. Multilevel degenerative disc and facet disease with more prominent left greater than right facet arthropathy throughout most of the cervical spine. This contributes to more prominent left greater than right neural foraminal stenosis. 2. Mild levoscoliotic curvature centered in the lower cervical and upper thoracic spine. Secondary straightening and slight reversal of normal cervical lordosis. 3. There are no acute findings. 4. There is significant calcific plaque within the right and left carotid bulbs extending into the proximal ica vessels. Given the extent of atherosclerosis, I would suggest correlation with carotid doppler ultrasound if this has not been performed recently, to assess for underlying carotid stenosis. 5. Congenital incomplete closure of the anterior and posterior c1 arches. K1s on (B)(6) 2013, (B)(6) 2013, (B)(6) 2013 patient presented with pain in shoulder. Pre-op diagnosis was pain in joint shoulder. Patient underwent left shoulder injection without any complication. On (B)(6) 2013, (B)(6) 2013, (B)(6) 2013, (B)(6) 2013 patient presented with pain in shoulder & low back. Patient underwent IV lidocaine/magnesium/toradol infusion and cyanocobalamin push. No complications were reported. On (B)(6) 2013 patient presented with neck pain. Pre-op diagnosis was cervical spondylosis, cervicalgia. Patient underwent left cervical medial branch block injection under fluoroscopy, at levels: c4, c5, c6, c7. No complications were reported. On (B)(6) 2013 patient presented with neck pain. Pre-op diagnosis was cervical spondylosis, cervicalgia. Patient underwent right cervical medial branch block injection under fluoroscopy, at levels: c4, c5, c6, c7. No complications were reported. On (B)(6) 2013, (B)(6) 2013, (B)(6) 2013 patient presented with pain located in the lower back, headaches. Patient described current pain as intermittent, and knife-like. Lumbar spine review revealed positive for lumbar spine tenderness with paraspinous muscle spasms and bilateral facet loading signs. Assessment: lumbago, lumbar spondylosis, lumbosacral spondylosis, bilateral knee pain. On (B)(6) 2013 patient presented with lower back pain. Pre-op diagnoses: lumbosacral spondylosis, lumbago. Patient underwent right lumbar facet medial branch block injection under fluoroscopy at levels: l2, l3, l4, l5 without any complications. On (B)(6) 2013 patient presented with lower back pain. Pre-op diagnoses: lumbosacral spondylosis, lumbago. Patient underwent left lumbar facet medial branch block injection under fluoroscopy at levels: l2, l3, l4, l5 without any complications. On (B)(6) 2013 patient presented with low back pain. Pre-op diagnosis: lumbosacral spondylosis, lumbago. Patient underwent right lumbar facet radio frequency ablation under fluoroscopy, at levels: l3-4, l4-5, l5-s1. No complications were reported. On (B)(6) 2013 patient presented with low back pain. Pre-op diagnosis: lumbosacral spondylosis, lumbago. Patient underwent left lumbar facet medial branch block injection under fluoroscopy, at levels: l2, l3, l4, l5. No complications were reported. On (B)(6) 2013, (B)(6) 2013, (B)(6) 2013 patient presented with pain located in the left shoulder and upper arm. Patient described current pain as constant. Physical examination revealed positive for left shoulder tenderness. Assessment: pain in joint lower leg, lumbago, lumbosacral spondylosis, headache. On (B)(6) 2013 patient underwent CT chest without contrast due to chest pain. Impression: left thyroid enlargement with substernal extension. Cardiomegaly with coronary calcifications. Small hiatus hernia. On (B)(6) 2013 patient underwent mr cervical spine without contrast due to neck pain and cervicalgia. Impression: overall mottled high signal on both conventional t2 and stir images consistent with cord malacia at the c3-c4 through c5-c6 levels. There are multiple posterior disc bulges, most significant at c5-c6 with complete effacement of the ventral thecal sac and mild flattening of the cord. No significant neural foraminal stenoses. Patient also underwent mr left shoulder without contrast due to left shoulder pain. Impression: moderate amount of fluid in the subacromial/subdeltoid bursa consistent with bursitis. Moderate acromioclavicularjoint degeneration with a small joint effusion. No significant rotator cuff abnormality. Patient also underwent CT left shoulder without contrast due to left shoulder pain. Impression: moderate left acromioclavicular joint degeneration. Otherwise, no significant osseous abnormalities of the left shoulder. No soft tissue mass identified on noncontrast CT of the left shoulder. Incidental finding of cardiomegaly, coronary artery disease, ectatic ascending thoracic aorta, and borderline enlarged pulmonary trunk. Enlargement of the left thyroid lobe with mediastinal extension. On (B)(6) 2013 patient presented with shoulder joint pain. Patient underwent left subacromial bursa injection. No complications were reported. On (B)(6) 2013 patient presented with pain located in the low back, right shoulder, and both knees. Patient described current pain as dull, aching, throbbing, and knife-like. Physical exam revealed positive for lumbar spine tenderness with paraspinous muscle spasms and bilateral facet loading signs and bilateral knee tenderness. Assessment: lbp, lumbar facet arthropathy, neck pain, cervical facet arthropathy, left shoulder pain, goiter, cord malacia, cardiomegaly, lumbago, backache unspecified, cervicalgia, pain in joint shoulder, postlaminectomy synd lumbar region. Patient underwent mr lumbar spine without contrast due to low back pain. Impression: postoperative change at l4-s1. Factors contributing to mild acquired spinal stenosis at l3-4 above the fused levels with bilateral foraminal stenosis. Incidentally noted is a mild infraumbilical hernia. Pre-op diagnoses: lumbar radiculopathy, lumbago. Patient also underwent caudal epidural steroid injection under fluoroscopy without any complications. On (B)(6) 2013, (B)(6) 2013 patient presented with pain located in the low back, left shoulder, and both knees. Patient described current pain as dull. Physical exam revealed positive for lumbar spine tenderness with paraspinous muscle spasms and bilateral facet loading signs and bilateral knee tenderness. Assessment: lumbosacral spondylosis, uns disord bursae tendons shoulder, pain in joint shoulder, pain in joint lower leg. On (B)(6) 2013 patient presented with pre-op diagnosis: pain in joint, left shoulder. Patient underwent left shoulder bursa injection under fluoroscopy without any complications. On (B)(6) 2013 patient presented with pain located in upper arm. Patient described current pain as aching. Physical examination revealed positive for left shoulder tenderness. Patient underwent IV-push without any complications. Assessment: shoulder pain status post left shoulder injection with greater than 50% pain relief, cervicalgia, and pain in joint shoulder, cervicalgia.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2008: patient got admitted with the following pre-op diagnosis: lumbar stenosis. Patient underwent the following procedures: l4-s1 decompression with posterior instrumentation and l5-s1 cage placement. (B)(6) 2008: patient got discharged to home.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent an anterior plif surgery in which infuse was used. It was reported that post-operatively the patient developed autonomic neuropathy, small fiber neuropathy, peripheral neuropathy, muscle atrophy and nerve damage, extreme inflammatory reactions, chronic radiculitis, sterility, osteolysis (bone resorption), displacement or migration of the spacer cage, pseudoarthrosis, difficulty swallowing, difficulty breathing, and difficulty gripping and holding items, chronic pain and worse overall outcomes.